Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing as well as low r-wave amplitude measurements which led to the delivery of inappropriate antitachycardia pacing. No changes were made and the ICD remains in service. No adverse patient effects were reported.